Event description:
It was reported that a hemovac with 10fr. Drain was placed during surgery. The patient had a posterior cervical fusion. The nurse initially had difficulty removing the hemovac drain. When slightly more tension was applied to remove the drain the tube broke off. An x-ray showed the distal part of the drain tube remained in the patient. The patient was taken back to surgery to remove the remaining portion of the drain. It was reported as approximately 5 inches long. The remaining portion was removed in surgery without difficulty or further problem." The nurse involved with the removal of post-op drain had stated there was no "undue force" used to remove the drain when it broke and the drain was not sutured in place. The drain was placed during surgery on (B)(6) 2011, and removed on (B)(6) 2011.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The 1/8 inch drain tubing was returned except the section that was removed from the patient. The tubing did not exhibate any sign of elongation. The torn end did not appear to have a clean cut, it appeared to be rough, as though it was ripped/torn. The cause of the reported issue is unknown. No design of manufacturing contributing factors were found. Suspect root cause is that the drain was nicked with a surgical instrument since there is no evidence that the manufacturing process had any negative influence on the tube. The tube did not display any signs of elongation, which is typical in an undamaged drain failing under tensile load.